Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site called to report a complaint that their mobile view station (mvs) was able to power up momentarily but was beeping indicating that it was not plugged in. They switched power outlets with no change and the green power led light was not lit. Then mvs stopped booting up at all. There was no patient present when this issue was identified. Onsite investigation was conducted by the medtronic field rep. Investigation revealed that a fuse on the mobile view station (mvs) board was blown. Replacement of the blown fuse (f11) resolved the issue. No other issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site called to report a complaint that their mobile view station (mvs) was able to power up momentarily but was beeping indicating that it was not plugged in. They switched power outlets with no change and the green power led light was not lit. Then mvs stopped booting up at all. There was no patient present when this issue was identified.